Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Logfile review for the day of treatment shows no error messages. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, performed the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. Left eye was treated twice with same left eye settings. Both left eye treatments were performed completely with the same settings, all shoots were done. The first treatment was performed completely with one interruption. All necessary shoots were done. However, after left eye treatment the user did not change to the right eye as usual. No info message due to bed position occurred, so the selected eye/eye position of bed (left eye) and the selected treatment plan (for left eye) match. The user performed a second treatment for the left eye with the same left eye settings. This second treatment was performed completely with one interruption, too. All shoots were done. Right eye treatment: right eye was treated successfully without interruption. No info message due to bed position occurred. No technical root cause could be identified. User treated left eye twice with same left eye settings. Both left eye treatments were performed completely. The root cause is user error. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient where the laser treated the right eye with the left eye refraction. Patient was hyperopic and received additional treatment.